Event description:
It was reported that the ventilator was displaying sustained measured peep (positive end expiratory pressure) values of 3-4 cm h2o greater than set. The ventilator was removed from use on the patient. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying sustained measured peep (positive end expiratory pressure) values of 3-4 cmh2o greater than set. The ventilator was removed from use on the patient. No further information has been received despite request. A later complaint registered september 20 regarding a y sensor failure shows the ventilator was in use at that time. The evaluation of received device logs shows several alarms indication both high pressure and leakage. It is not known when ventilation was started, the first entry in the event log is from may 21, but it was stopped on may 22, the reported date of event at 14:16. The last pre-use check (puc) before the event passed 10 days before. There are only a few ventilator settings remaining in the logs that could help to understand the ventilation conditions. Trend logs from the date of event shows that leakage most of the time is high. There is no clear correlation between pressure and leakage. Peep varies roughly between 4.5 and 9 cmh2o. The device logs indicate both high pressure and leakage. Actions when these alarms occur are to check the patient and the patient breathing circuit for leakage and blockages (liquid, mucus, kinks etc.), but also to check ventilator settings and alarm limits. It is important to perform a puc ventilator calibration immediately before starting ventilation. High pressure may lead to injury and stop of ventilation. Leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. The conclusion is that alarms indicating both extensive leakage and obstructions in the breathing circuit was found in the device logs. There is nothing in device or trend logs that indicates that the problem with the sustained measured high peep was caused by a ventilator malfunction. No technical faults were logged.